Event description:
This device case, which does not involve an adverse event, reported by a nurse via a sales representative, who contacted the company for an unknown reason, concerns a patient of unknown age or gender. The patient's medical history and concomitant medications were not provided. The patient was taking human insulin isophane suspension (humacart n) via humapen ergo teal opaque pen body with clear cartridge holder (cch). On unknown date, the patient put the device cap on without taking off the cap of the needle. After doing this, the cartridge of human insulin isophane suspension became jammed. When the device cap was removed, the cartridge would not come out, so the patient tried to pull it out with pliers, and broke both engagement tabs of the cartridge holder lot a1324. No adverse events were experienced. The cartridge holder was replaced with a new one. It is unknown if the human insulin isophane suspension was continued. No additional information is expected. The device was operated by the patient. It was unknown if the patient was a trained user, or what duration of time the patient had used humapen ergo pens. The broken cartridge holder was returned to the company for analysis. Initial analysis by the affiliate quality control department on 16-apr-2002 found two broken engagement tabs. Initial analysis and conclusion by pharmaceutical delivery systems on 03-may-2002 confirmed that the clear cartridge holder had broken engagement tabs and many scratches. The clear cartridge holder from an upgrade kit was attached to a teal opaque pen body, model ms8335. The pds investigation found that the complaint device had glue bond failure, broken engagement tabs, and cracked spring arms/locking bar. It was determined that the root cause for this device malfunction was trauma occurring while in the field. Update: 30-apr-2002: internal edit from the local affilate. Reporter name added. Update: 07-may-2002: additional infromation from pharmaceutical delivery systems on 03-may-2002. Updated suspect device pages, updated narrative.